Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent a primary right knee arthroplasty to address osteoarthritis. The patella was resurfaced and competitor products were implanted with depuy cement x 2. There were no indicated intra-operative complications. On (B)(6) 2019, the patient underwent a right knee revision to address pain. The pre-and post-operative diagnosis indicated tibial tray loosening, however, there is no indication of loosening within the operative note. The surgeon noted the removal of scar tissue and little bone loss with removal of the tibial tray and femoral component. The surgeon also indicated the competitor tray was found to be excessively overhung medially and laterally as well as oversized. The competitor tibial tray, tibial insert, and femoral component were revised. The competitor patellar component was retained. The patient was revised with competitor products. There were no indicated intra-operative complications. Doi: (B)(6) 2017, dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: the concomitant products were identified to be competitor products used in conjunction with the previously reported adverse event.